Event description:
The customer reported via telephone the insulin pump being damaged at the reservoir compartment, with the o-ring loose. She was advised to discontinue use of the insulin pump and return it for analysis and a replacement. The customer reported having a blood glucose value of 42 mg/dl upon waking up, and that it was 80 mg/dl during the phone call.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime/aa33 and no delivery tests. Unit was received with broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window.